Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported scar. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that the pod and the overlays were causing a lot of scars. It was also reported that the pod reportedly fell off the infusion site (arm), causing the cannula to dislodge. The patient has been to the hospital but was not related to the product.